Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2015; 429888 lead, implanted: (B)(6) 2015; 3037 neuro programmer; 3058 neuro stimulator implanted: (B)(6) 2014; 3889-28 neuro lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device was moving in the pocket and flipping on its side. The device was revised and remains in use. No patient complications have been reported as a result of this event.